Event description:
This information was identified during a literature review: patient experienced pain, underwent revision of right tka where it was discovered 'tip of posterior stabilized polyethylene tibial post was fractured off'.

Manufacturer narrative:
The associated complaint device was not returned. Insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. Without product information or actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.